Event description:
Reporter alleged blood glucose measured discrepant results during back to back testing of 258 mg/dl versus 105 mg/dl and 203 mg/dl versus 108 mg/dl, when both comparisons were performed at the same time on the advantage system. The location of the testing was not provided. As a result of the comparisons, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 549511 with an expiration date of 2-29-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.